Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump basal insulin delivery was stopping at random. The patient reported having high blood glucose levels and indicated that a1c levels had never been so high but the patient declined to provide blood glucose or a1c values. The pump basal history was reviewed with the patient and confirmed that the basal was being delivered as desired. The patient indicated being unable to remember when the issue last occurred. This report is made based on the allegation of an insulin delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump prime history indicated low prime volumes on (B)(6) 2013. A force sensor calibration test was performed and confirmed that the force sensor was within calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and confirmed no defects to the force sensor assembly or circuit. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.